Manufacturer narrative:
Added information to e3, e4, h7, and h9. Added component code to h6. H6: investigation results - the revision reported was likely the result of polyethylene wear as stated in the operative notes. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation, and radiographs and photographs were not provided. A contributing factor to the polyethylene wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. H6: corrected clinical code, impact code, and problem code to more accurately reflect the reported event.

Event description:
Legal case - USA. Patient ID: (B)(6). It was reported by the legal department, the patient received a right total knee replacement on (B)(6) 2019 with no complications. On (B)(6) 2022, approximately 3 years 5 months from the initial, the patient received a revised right knee replacement due to ¿the patient had moderate debris synovitis. It was actually not as bad as the previous arthroscopy. The femur and tibia were evaluated and both were intact without any evidence of loosening." An arthroscopy was performed on (B)(6) 2022. There is no device return. There are no photos or other images of the device provided. No additional information is available. 510k: k110547.

Manufacturer narrative:
Concomitant medical product(s): 02-010-01-0350 - 4180291 - logic femoral ps cem right sz 5; 02-012-41-5050 - 5108397 - logic tibia traptray cem sz 5f/5t; 200-02-32 - 5661792 - three peg patella 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.